Event description:
During procedure, percutaneous transluminal angioplasty and stenting of a posterior tibial artery for total occlusion the tip of the trurpike catheter became lodged in a calcified portion of the vessel, approx 0.6 cm of the catheter fractured off when the catheter was being withdrawn by the interventional cardiologist, a snare device was used to snare the wire tip and removed without complication